Event description:
This is a clinical report by a physician (B)(6) of peritonitis continuous ambulatory peritoneal dialysis (capd) in a subject after enrollment prior to the administration of study drug. On (B)(6) 2010, the subject was seen in the renal unit due to turbid liquid. Continuous ambulatory peritoneal dialysis (capd) peritonitis was suspected, therefore a peritoneal effluent analysis and culture were performed. The subject began empiric treatment with intraperitoneal cefazolin (dose and frequency not reported) and amikacin (100 mg every 12 hours). On (B)(6) 2010, the subject returned to the renal unit for medical control. The fluid remained turbid. On (B)(6) 2010, the culture returned (B)(6), therefore the peritoneal catheter was scheduled to be removed. Remedial therapy was modified to include ceftriaxone (1 gm, ip every 24 hours), vancomycin (500 mg, IV, every 5 days). Fluconazole 200 mg per day for eight days was indicated. On (B)(6) 2010, the peritonitis resolved. The subject's medical history was not reported. The investigator considered the peritonitis capd moderate in severity, life-threatening, and unrelated to study drug.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.